Manufacturer narrative:
The investigation for the priming issue has been completed. The root cause of the priming issue was not determined due to a lack of product returned, imc logs and sufficient clinical information on what was occurring at the time of changing the cassettes.

Event description:
The patient was initially supported with an impella cp for three days and experienced complications and is a serious injury. The patient was escalated to an impella 5.5 and supported for approximately 18 days and experienced complications including but not limited to significant bleeding requiring transfusion 5 units. There is not enough evidence to exclude the impella 5.5 as associated factor to the outcome. However, it should be noted the patient presented in critical condition: diaphoretic, anterior/inferior stemi with a 100% lm occlusion. The patient was unable to fully recover from the cardiac event. Regarding the aic, patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged, or issue impacted the therapy. Aic device remained in service after the controller failure and defective purge cassette encounter. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp and aic is a serious injury and product malfunction type of reportable event respectively. The failure relating to this report is associated with the purge cassette. Purge cassette (B)(6) 2025 9:30 pm - it was reported that there was air in purge alarm. The purge cassette was changed multiple times to resolve the issue, totaling 3 used purge cassettes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.